Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller was displaying the ¿replace generator soon" message, it was confirmed that this was a true elective replacement indicator (eri) message. In turn, patient may undergo surgical intervention to address the issue.